Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52 the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while providing patient care, the device was bumped and rang "channel disconnected" on channel c and d. The pump was turned back on and the infusions, which included propofol and IV fluids, were restarted. When the IV pole was moved, the device alarmed again. A new infusion pump was obtained as a replacement. There was patient involvement but no harm.